Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended.

Event description:
Customer reported images went dark during fluoro. No pt injury was reported.